Manufacturer narrative:
The compression fracture at t11, the patient's old age, and poor bone quality could have all been contributing factors to the identified screw loosening. Though, not enough details were provided to determine the exact cause of the screw loosening. E implants were discarded after being explanted, so no DHR review could not complete. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The exact cause of the failure cannot be determined at this time.

Event description:
It was reported that a revision was needed to replace creo screws that were found loose post operatively.